Event description:
It was reported that there was a high airway resistance. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by getinge field service engineer and passed all functional and safety tests and was cleared for clinical use. Further investigation is performed using the provided information and the logs from the ventilator. Provided event log contains alarms for airway pressure high and expiratory minute volume low, which is an indication of the reported high airway resistance. Airway pressure high and expiratory minute volume low alarms indicate that ventilation was ongoing but with higher airway pressure than intended. The airway pressure high alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. The expiratory minute volume low alarm is generated when the measured expiratory minute volume is lower than the by the user set lower expiratory minute volume alarm limit. The high airway pressure alarm and the termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. According to the test log, successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. According to the healthcare facility, the bacteria filter of another brand that was connected to the expiratory side of the ventilator was saturated with excessive condensation. It is unknown how long the bacteria filter had been in use. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The root cause of the reported high airway resistance was most probably due to an occluded bacteria filter giving an increased expiratory resistance.